Event description:
The customer reported elevated troponin I (access accutni) results, with the risk stratification, for five patients involving synchron lxi 725 system. The customer stated two specimen samples received greater than 50,000 white blood cell (wbc) count and appeared cloudy. The customer stated troponin results were just above 0.1 ng/ml. Upon retest, results recovered less than 0.01 ng/ml. The elevated results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse noticed noisy incubator belt and replaced the belt. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer collaborated with the phlebotomy supervisor to ensure the tubes were being mixed properly. The phlebotomy team performed floor draws and the nurses performed the emergency room (ER) draws. The customer questioned the blood collection tube lot since results were discordant between the two draw locations. The customer considered switching to serum for the routine floor draws. The customer uses a statspin4 express to process the samples. Samples are centrifuged for five minutes; ten minutes were used in the past but there was no difference. The customer trained the staff to ensure the 'buffy coat' is not disturbed after centrifugation or if the sample is cloudy, to aliquot and re-centrifuge prior to analysis. The customer did not repeat all positive results as a reduction of false positives was noticed when switching to another reagent lot. The patient samples were centrifuged at 5,000 rpm (revolutions per minute) for five minutes. Patient samples were received 15-20 minutes after collection. The customer stated after centrifugation, the samples are inspected and re-centrifuged if the samples appear not to separate properly. The customer indicated all samples are analyzed on plasma lithium heparin tubes, without gel. The customer noted calibrations, quality control (qc), and system checks were within specifications. The cause of the incident is inconclusive.